Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia and the blood glucose value was 404 mg/dl at the time of the event. The customer experienced no symptoms related to the high blood glucose event. The customer reported sensor glucose value and blood glucose value difference. Troubleshooting was performed for sensor glucose value and blood glucose value difference. It was unknown whether the customer used the insulin pump system within 48 hours of the reported high blood glucose event or not. It was unknown whether the auto mode feature was active at the time of the event or not. No further patient complications were reported. The customer continued the use of the insulin pump and it will not be returned for analysis. Updated summary: the customer blood glucose was 404 mg/dl and sensor glucose value were 149 mg/dl at the time of incident. Troubleshooting was performed and found the difference between sensor glucose and blood glucose values which is not within range. Insulin delivery was not suspended due to difference.